Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported error high o2 alarm. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician suspected leakage from the o2 flow sensor, and reseated the o2 flow sensor to resolve the issue. The unit successfully passed the required performance verification test.